Manufacturer narrative:
The device has not yet been retuned to cardiac surgery for investigation. We will continue to pursue the device being retuned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been retuned, and the investigation completed.

Event description:
The hospital reported that during the coronary artery bypass graft surgery, three heartstring seals did not deploy out of the delivery tube into the aorta. The surgeon decided to use regular clamp to complete the procedure. The patient had a blood loss of 600cc. No further patient complications were reported by the hospital. This report is for the third seal.